Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 259mg/dl and 140 mg/dl with another meter. The customer's expected fasting blood glucose test result range is 90 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer compared his results of 259mg/dl to his daughter's meter that read 140mg/dl fasting. Customer stated his vision is not the best, due to recent surgery. Customer stated times and dates are incorrect in the meter.